Manufacturer narrative:
Philips bench evaluated the device and was unable to confirm the reported issue. However, review of the log analysis confirmed the reported error message. Review of the hardware log determined the therapy knob was in the wrong position at the time of the error. Philips bench confirmed the device was operating as intended.

Manufacturer narrative:
Reporting address line 1: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had knob problem during functional check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.